Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 512xd was entered into the abdominal wall. The safety shield did not cover the blade once it was through the wall. There was no consequence to the pt. 02/03/2000: additional info from the affiliate. Surgeon was performing a laparoscopic procedure. When the trocar entered the abdomen, the safety shield did not engage once it was through the abdominal wall. The bowel was punctured and there was spillage of bowel contents into the abdominal cavity. The surgeon converted to a laprotomy and over-sewed the bowel neck to repair damage. The surgeon is an experienced user.